Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an incomplete bolus alert. No reported adverse impact to the customer's blood glucose. During troubleshooting with technical support, the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer denied having accessed the bolus screen.